Event description:
During an angiography procedure of a calcified lesion located in the aorta, this balloon would not properly inflate. The age and the gender of the pt are un. The product was properly inspected and prepped, prior to use. The physician had no difficulty accessing the lesion with a guidewire or crossing the lesion with the balloon. When the balloon was placed at the lesion, the physician attempted to inflate the balloon with an indeflator, but the balloon would not inflate properly, only very slowly. The physician believes that the inflation difficulty was caused by the radioipaque contrast not being properly diluted with saline causing it to remain viscous. The physician successfully deflated the balloon and removed the balloon from the pt. There is no info as to how the procedure was completed. There was no reported injury to the pt.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.